Event description:
It was reported by a customer on (B)(6) 2011, there was significantly diminished fiber vaporization efficiency at 148,814 joules. Per the customer, no aim test was performed. There was no problem with the pt. There were no observations leading up to this incident. There were no error codes displayed on the console when this event occurred. There was no delay in the procedure.